Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose level was 25 mg/dl at the time of the incident. It was reported that the customer was suffering from low blood glucose from 2-3 days and her blood glucose level was around 25-28 mg/dl. The customer was assisted in troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. The customer also had issues with the infusion set tape not sticking. The insulin pump will not be returned for analysis.